Event description:
It was reported that there was a power on reset (por) condition. Patient was unable to adjust stimulation. There was a ¿call your doctor¿ icon and a por. It was noted that the patient stated ¿my stimulator stopped working.¿ it was further noted that the patient was seeing it on both the patient programmer and recharger. It was noted that the implantable neurostimulator (ins) stopped working about an hour prior to this report. The patient was waiting to get an x-ray. It was later reported that the patient had noticed the por two hours prior to this report. Patient was able to clear the por message using the patient programmer. Additional information received reported the patient was not in the clinic when stimulator malfunctioned. Patient was able to correct the issue so he was never seen by the healthcare professional (hcp) during the brief period the stimulator¿s power reset.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).